Event description:
It was reported that the patient experienced pain/discomfort at the ipg site due to ipg moving in the pocket following weight fluctuation. Additionally, patient experienced no therapy from one of the leads due to lead migration. Lead migration was confirmed via x-ray. Surgical intervention took place on (B)(6) 2026 wherein the ipg was sutured in place to address the issue. Additional, surgical intervention may take place at a later date to address the lead migration. Further reporting on lead migration will be completed under related manufacturer reference number: 1627487-2026-08788.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.